Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced loosening of the jrny bcs pat resrf rd 41 mm std. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the jrny bcs pat resrf rd 41 mm std was exchanged. No delay reported. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of damage likely from extraction. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 8 months post implantation due to loosening of the patellar component which reportedly resulted in the component ¿floating loosely in the knee.¿. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, definitive clinical factors could not be concluded to have contributed to the reported event. Based on the information provided, the impact to the patient beyond the reported loosening and revision cannot be determined. The current health status of the patient is unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.